Manufacturer narrative:
The product remains implanted, and will not be returned for analysis. Additional information will be submitted within 30 days of receipt.

Event description:
The patient underwent placement of an enterprise vrd stent in the right fusiform vertebral artery, and two hours after the procedure, the patient experienced sudden visual disturbance, diagnosed as a stroke. Treatment included use of plavix, aspirin and heparin. A CT scan and an MRI were performed a day later. The MRI showed "multiple areas in the posterior lateral aspect of the left cerebellar hemisphere and posterior medial aspect of the right cerebellar hemisphere. The patient remains hospitalized at the time of this report.